Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts for patient information have been unsuccessful. Additional information obtained indicated the manufacturer's device was used during a pci to lad - x 2 stents mid and ostial. The device had been inserted into the patient 3 times. Ivus was performed post stenting. During pullback resistance was experienced however the device was not stuck. When removing manufacturer's device a short segment of the radio-opaque tip appeared to be avulsed from the shaft. A femoral artery puncture was performed to use a gooseneck snare, which was unsuccessful. On fluoroscopy it could not be located in the neck, head, arms of legs. The patient was hospitalized and monitored over night with no further adverse events reported. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. 6fr terumo radial sheath, guidecath 6fr cordis jl3.5, guidewire rinato asahi. Abbott stent was already deployed. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was initially reported during a diagnostic coronary procedure when removing the manufacturer¿s catheter device the tip was disconnected and remains in patient. This adverse event is being submitted because a portion of the manufactures device is reported to remain in the patient post-procedure.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 05/28/2020 had an inadvertent entry error of 05/21/2020. Correct date is 05/20/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block g: the supplemental follow-up #1 submitted on (B)(6) 2021, had an inadvertent entry error of (B)(6) 2021. Correct date is (B)(6) 2020.